Event description:
Was preforming a lap surgery with gyn team attending surgeon dr. [Redacted]. Dr. [Redacted] asked for a universal retrieval system (endo catch bag) 5mm, when surgeon was removing specimen, endo catch bag broke inside pt. Unsure if it was fully intact when removed, but surgeon said it was intact. Kub was still obtained at the end of the procedure per policy. X ray read negative and read by x ray attending listed in chart.

Event description:
Was preforming a lap surgery with gyn team attending surgeon dr. [Redacted]. Dr. [Redacted] asked for a universal retrieval system (endo catch bag) 5mm, when surgeon was removing specimen, endo catch bag broke inside pt. Unsure if it was fully intact when removed, but surgeon said it was intact. Kub was still obtained at the end of the procedure per policy. X ray read negative and read by x ray attending listed in chart.